Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2016. During the procedure, the tip of the inserter fractured. Another inserter was used to complete the procedure. No fractured pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to bending overload force; however, a conclusive determination cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.